Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: pump error. Cleaned and ran test infusion. No alarms. No patient harm/infusion stoppage reported. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 2). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 2 leak failure. The device was reverted and underwent pneumatic hardware testing. The pump failed pneumatic hardware testing consistent with a valve 2 leak.